Event description:
It was reported that occlusion alarms occurred. Despite the occlusion, the customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin.